Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that there was some apparent explant damage. (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that there was some apparent explant damage.

Event description:
It was reported that the atrial lead had high thresholds. During the atrial lead extraction procedure, the right ventricular lead was damaged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had high thresholds. During the atrial lead extraction procedure, the right ventricular lead was damaged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had high thresholds. During the atrial lead extraction procedure, the right ventricular lead was damaged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.